Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that shortly after implant, the device lost all function. There were no consequences to the patient.